Manufacturer narrative:
This supplemental report was submitted to provide a correction and additional information to MDR# 8010047-2020-06698. After further review, this report was reported in error as the event was a non-reportable malfunction. The pneumologist at the user facility further confirmed that there was no patient involvement. The scope was inspected prior to use; no damage or abnormalities were observed. There was no metal protruding. The bending section was not broken and no anomalies were observed. The scope did not get stuck in a specific position. There was no visual deformation on the bending section of the scope such as kinks or buckles. The inspection was performed per the "instruction for use" manual. The inspection was performed by the physician during the first patient diagnosis. This was the first time the equipment was used. The device was reprocessed manually. The device is stored in its cart. The connection was secure. No foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint are on the electrical contacts. The cord was not coiled, bunched or kinked. All of the ancillary equipment being used is compatible. The physical evaluation was completed for the reported "image becomes distorted during angle operation but returns to normal". The scope could not produce any image. After performing troubleshoot is was determined to be cause to a damaged/faulty charged coupled device (ccd). The scope has minor scratches on the distal end plastic cover and passed the leak test. The root cause of the reported event could not be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device was returned but the evaluation has not yet begun. The due diligence and investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility, that during preparation for use, the evis exera ii bronchovideoscope's image becomes distorted during angle operation but returns to normal. There was no patient involvement reported.